Manufacturer narrative:
H6: evaluation results code -other: the investigation continues; no final results are available at this time. H3 analysis: the pump rotator was removed from the instrument and replaced at the user facility. Testing of the rotator continues and has not been completed at this time. Investigation continues in an attempt to reproduce the reported incident and includes mechanical verification of the pump housing and the pump raceway, tubing thickness and durometer differences, insert configuration issues. Conclusion: current investigation continues, and no conclusions can be drawn regarding the event. There was no reported complication to the patient.

Event description:
It was reported that during use, one of the pumps used for cardioplegia delivery (pm4) did not occlude the 1/8" line, resulting in improper delivery of the crystalloid component of the cardioplegia. An insert was being used so that both 1/4 and 1/8" lines could be used on the same pump. When the 1/8" line did not occlude, the line was switched to another pump where it occluded successfully. There was no reported complication to the patient.